Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another system. Customer reported to philips that the system failed to emit x-rays. The review of system log files showed software errors. Upon troubleshooting, the field service engineer (fse) identified issues with the usb drives which contain software. To resolve the issue, the fse reloaded the system software and performed operational tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.